Event description:
Initial reporter indicated that the patient normally has 1 seizure a day (6/9 office visit) and currently experienced 3 seizures in an hour (10/2) office visit indicating that the patient is experiencing an increase in seizures. The patient is also experiencing an altered perception of stimulation (not feeling the stimulation at the same magnitude as before). Further, diagnostics confirmed proper device function that the eri flag is not indicating that the device has reached end of battery life. The patient was scheduled for vns battery replacement. It is unknown if the patient's reported seizures were above their pre vns seizure rate. Good faith attempts are being made for additional information about the events and attempts are being made for the explanted product for analysis.